Event description:
A vaxcel plus dialysis catheter was inserted for therapeutic purposes in 2005. It was reported the catheter came out of the patient and the cuff came off of the catheter. The cuff was removed from the patient. The catheter was replaced in 2005.